Event description:
Patient experienced respiratory distress which resulted in respiratory arrest. Patient was being manually bagged by rt who noted that patient was difficult to ventilate due to resistance. The therapist removed the pall ultipor filter from the line and was immediately able to ventilate the patient. Saturation increased from 84% to 95%. The pall filter had been replaced in the line as part of routine change process less than 12 hours preceding the event. Two days later: patient required chest tube insertion for treatment of right pneumothorax--as of today, cxr indicates pneumothorax resolving.